Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the device declared elective replacement indicator (eri) since the last follow-up on 23feb2021. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Manufacturer narrative:
The returned sq-rx pulse generator was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the device declared elective replacement indicator (eri) since the last follow-up on 23feb2021. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.